Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, unknown. Applicable code for concomitant product (nim4cpb1) - fdm b17, fdr c20, fdc d16 img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the system was intermittently displaying an emg monitoring disabled message. It was confirmed that el ectro cautery was being used and the cautery cable was wrapped 3 times around the muting clamp during a wireless pi connection. For troubleshooting, the user was unable to turn off esu filter in the software at time of call. Troubleshooting was again attempted bytrying to disconnect the external muting clamp briefly to see if that resolved the issue but an out of measurement range message appeared., which was likely due to the active cautery from removing the muting clamp. The emg monitoring disabled is likely due to the concurrent clamp muting and wireless esu muting. The surgery was proceed upon without further on-call troubleshooting since the messages are intermittent and not disrupting surgery. There was no patient impact.